Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device used in a veterinary case. No patient information will be reported. A service evaluation was performed. The customer reported the item was sticking, and had a hard time getting screws in and out. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: one handle with mini quick coupling, stainless steel (p/n: 310.95 / lot# 5634956) was returned with a complaint category stick/jams/stuck¿. The handle is part of the screw removal set and one of two handle options (with a mini quick coupling) that can be used to extract/remove intact screws. The information is per the screw removal set technique guide j8569-c. This instrument is also part of the mini fragment instrument and implant set with self-tapping screw and is again one of two handle options with mini quick coupling connectors. The returned handle was manufactured on october 2007 and is 5+ years old. A review of the most current revision of the design drawings ((B)(4)) was performed and no changes have been made. The handle is designed to be used in conjunction with mini fragment screwdriver shafts for the removal of intact screws. Therefore, a countersink for 1.3 mm and 1.5 mm (p/n: 310.970 / lot# us96237) was used for functional testing and it was able to engage to the mini quick coupling (p/n: 310.95 / lot# 5634956). Additionally, the screw removal distal end of product was reviewed and is in good condition with no damage. Based on a review of the product, the most probable root cause is unknown since the clinician¿s technique is unknown and the product does not show signs of any defects. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the handle with mini quick coupling- stainless steel, the facility had difficulty inserting and removing screws due to them getting stuck, on an unknown date. Procedural delays have been reported as a result of this issue. It was also reported that subject device did not malfunction during surgery while being used on a patient. This event did not contribute to a death or serious injury. No further information is available at this time. This report is 1 of 1 for (B)(4).

Event description:
Device was used in a veterinary case and no human patient was involved.